Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing fever and drainage at the ipg site. The physician advised that the patient did not have an infection. The patient underwent an explant procedure.